Event description:
In 2008, the pt called for assistance with checking her bolus history. The pt was instructed how to view the bolus history and she stated it was "not right." She stated that "sometime" after 1:00pm, she bloused 10 units of insulin because her blood glucose measured "hi" on her blood glucose monitor. The pt was assisted with checking the alarm history of the infusion device and it listed an a8 (blous cancelled) at 1:33 pm on the same day. She was advised that the 10 unit bolus she programmed had been cancelled. She stated that she did not receive an alarm message. She stated that she had the infusion device set to vibrate, and it was strapped to her bra. She stated that she is able to feel and hear the vibration. The pt administered a 10 unit bolus to lower her blood glucose without error. She stated that she prefers her blood glucose to be below 130 mg/dl. She stated that a "few" days ago she fell off of a ladder and crushed her #1 lumbar and she had been taking pain pills. Upon follow up on the following month, the pt reported that her blood glucose had lowered. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.